Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received. Evaluation description: failure event observed during analysis. Final analysis found that the lead insulation was abraded at 49.5 to 50.1cm, 49.8 to 50.4cm, and at 55.2 to 55.8cm from the connector pin. The abrasions were consistent with constant friction with another device. Reliability laboratory technician. (B)(6).